Event description:
It was reported that during positioning of the guidewire (subject device) in the internal carotid artery at the beginning of the procedure, the tip broke off and remained in the patient¿s circulation. Approximately 7cm broke off and was not snared or pinned against the vessel wall. The patient condition resulting from the reported issue was normal, as the patient did not present a rejection response. The current patient condition is normal and the patient was under observation.

Manufacturer narrative:
The subject device has not been returned.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Microscopic analysis of the device revealed that the polymer sleeve was ripped at approximately 5.0cm from its distal end. The core wire and the polymer sleeve were separated, the tip of the guidewire was not returned. The polymer sleeve appeared to be slightly stretched. The guidewire was slightly bent on its proximal section. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was found to be scrapped off at 22.0cm from its proximal end. Since the device directions for use (dfu) cautions that excessive tightening of the torque device may result in abrasion of the coating of the wire; therefore, the ptfe peeling is believed to be user related. The guidewire hydrophilic coating and outer diameter were conforming to its required specifications. A functional evaluation was not performed due to the anomalies found on the returned devices. The directions for use (dfu) states that excessive force against resistance may result in separation of the guidewire tip, damage to the catheter and/or vessel perforation." Images of the fracture site shows evidence of a ductile fracture due to the polymer sleeve stretching and covering the core wire. Based on review of the information available, it is probable that handling of the device during the procedure may have contributed to the reported issue. Therefore, a root cause of handling damage has been assigned to the reported event.

Event description:
It was reported that during positioning of the guidewire (subject device) in the internal carotid artery at the beginning of the procedure, the tip broke off and remained in the patient's circulation. Approximately 7cm broke off and was not snared or pinned against the vessel wall. The patient condition resulting from the reported issue was normal, as the patient did not present a rejection response. The current patient condition is normal and the patient was under observation.